Event description:
During a routine patient interrogation on (B)(6) 2014, a popup message appeared stating the device was in standby mode. Reinitialization completed normally and the device was reprogrammed to the patients programmed settings. The device appeared to be operating normally.

Event description:
During a routine patient interrogation on (B)(6) 2014, a popup message appeared stating the device was in standby mode. Reinitialization completed normally and the device was reprogrammed to the patients programmed settings. The device appeared to be operating normally.

Manufacturer narrative:
The analysis from the manufacturer is pending. Method: since the device remains implanted, programmer files were analyzed. Result: the device switched to standby mode on (B)(4) 2014 following the detection of a corruption in device memory data upon memory integrity self-checks routinely performed by the pacemaker. Conclusion: device remains implanted.

Manufacturer narrative:
(B)(4), 2014;the analysis from the manufacturer is pending. Device remains implanted.